Manufacturer narrative:
Concomitant medical products: product ID: 355029, lot# n086586, implanted: (B)(6) 2007, product type: accessory. Product ID: 377745, lot# v014405, implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that when the device was repaired in 2007, the patient saw a lot of blood coming out of her like she was "partially raped" and she could have gone into code blue. She could have died because that was how scared she got. She had been counseled by a doctor about spinal fluid leak.

Event description:
It was reported that the patient¿s system was ¿repaired¿ in 2007 because one of the leads had migrated. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.